Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals that resulted in the storage of two false signal artifact monitor (sam) episodes and a ventricular episode. The patient experienced bradycardia. Technical services (ts) suspected the noisy signals were a result of a medical procedure, as the noise was across both lead channels and impedance measurements. Ts recommended evaluating this pacemaker system in the clinic. It was noted that the presenting electrogram (egm) exhibited no noise and daily measurements were within normal limits. No additional adverse patient effects were reported. This right atrial (ra) lead remains in service.